Event description:
A customer contacted beckman coulter inc. (Bci) in regards to a leak from the hydro assembly on synchron lx20 clinical system. There was no exposure to uncovered wounds or mucous membranes. No injury was reported.

Manufacturer narrative:
Bci customer technical support (cts) assisted the customer perform troubleshooting but could not determine the source of the leak. Bci field service engineer (fse) visited the site on (B)(6) 2011, and replaced hydro valve.